Manufacturer narrative:
Evaluation was not possible as the device was not returned ((B)(4)); therefore a definitive cause of the failure cannot be determined. Smith & nephew will continue to monitor any future occurrences of this failure type. The investigation is ongoing. (B)(4).

Event description:
It was reported that during an unknown procedure using vulcan generator, ce mark the probe being used for cutting and coagulating was not working at all. The probe also was not working when it was set at its highest cutting level. There was a minimal procedural delay encountered. There was no back-up device available and the procedure was completed by using a shaver. This incident did not result in any patient injury or complications.